Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using the pump for basal insulin delivery, the customer delivered a bolus via manual injections but did not consume as many carbohydrates as intended. Blood glucose decreased to 40 (mg/dl). Juice and candy was consumed to treat bg level. At the time of the reported event, bg level had increased to 54 (mg/dl) and was trending upwards.